Event description:
Same case as: 2134265-2009-03212. It was reported that during a percutaneous balloon angioplasty, a balloon rupture occurred. The lesion was located in a superior femoral artery. The 4.0 x 20mm sterling balloon ruptured at 12 atms. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory. Additional info was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.